Manufacturer narrative:
Concomitant medical products: non-bd connector; bd 10ml syringe, lot: 9115975 exp: 2022-04-30, 0.9% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that in the neonatal ICU the 3ml syringes were leaking with the needleless valve and needleless valve microbore tubing. The customer states that there was no medical intervention or adverse event.

Event description:
It was reported that in the neonatal ICU the 3ml syringes were leaking with the needleless valve and needleless valve microbore tubing. The customer states that there was no medical intervention required or adverse event to the patient.

Manufacturer narrative:
The customer¿s report that the 3ml syringes were leaking was confirmed. Visual inspection of the 3ml syringe noted deformed sections near the base of their luer tips. Examination under magnification of the syringe observed a deformed section (flat area) on the conical luer near the base of the luer tip. This flat area would create a leak path as this is a critical surface in order to seal with specific mating components. There were no other anomalies observed. Functional and pressure testing confirmed leaking at the engagement between the two components. The root cause was identified as due to damaged syringe luer tips. The cause of the damaged syringe luer tips is unknown. No issues were observed with the reported suspect sets (B)(4).